Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced low blood glucose and would like to trubleshoot insulin pump even though customer had called two days prior and insulin pump was functioning as designed. Customer's blood glucose was 78 mg/dl. After troubleshooting, it was found that less insulin was shown in reservoir than what was showing on status screen. Insulin pump passed displacement test. Customer was advised to follow up with health care provider regarding low blood glucose and to monitor insulin pump. No further information provided.